Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the profile with no signs of overlapping or raised stent struts. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along the length of the hypotube. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a moderately tortuous coronary artery. After pre-dilation was performed using a 2.5x12mm non-bsc balloon catheter, a non-bsc guide extension catheter and a non-bsc catheter were advanced to the lesion. Then a 2.50x16mm promus premier drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent strut was damaged. The procedure was completed using a 2.5x18mm non-bsc stent. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a moderately tortuous coronary artery. After pre-dilation was performed using a 2.5x12mm non-bsc balloon catheter, a non-bsc guide extension catheter and a non-bsc catheter were advanced to the lesion. Then a 2.50x16mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent strut was damaged. The procedure was completed using a 2.5x18mm non-bsc stent. No patient complications were reported.